Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed june 26, 2014.

Event description:
Per the clinic, the patient experienced a decrease in performance with device use resulting in the decision to explant the device on (B)(6) 2014; during the same surgery the patient was reimplanted with a new device.